Event description:
The consumer reported four (4) false negative results with the binax now covid-19 antigen self test on dates (B)(6) 2022. The report addresses test one (1) of four (4). The consumer provided an invalid lot number and did not provide a valid lot number upon request. The consumer reported false negative results with the binax now covid-19 antigen self test performed on (B)(6) 2022 with a nasal swab. The consumer took a home test on (B)(6) 2022 and (B)(6) 2022 using an unknown brand and generated positive results. On (B)(6) 2022 and (B)(6) 2022 the consumer also took pcr tests (unknown brand) and generated positive results. The consumer was reportedly symptomatic. The consumer confirmed there was no harm or delay or impact in treatment due to the test results.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference MFR reports. 1221359-2022-04091 - 1221359-2022-04094.